Event description:
This ra lead was implanted on (B)(6) 2006 and was capped on (B)(6) 2018 due to high threshold measurements. The physician was dr. (B)(6) at (B)(6) medical center in ocala, fl. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).